Event description:
It was reported " iabp didn't chime or have audible tones when fiber catheter wasplugged in". It was also reported "it is believed staff grabbed another pump and had no further issues". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "it didn't chime or have audible tones when fiber catheter was plugged in" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the fos was found to not be functioning correctly, which caused the system to not chime when the fos connector was inserted into the fos slider. The fos board and fos slider were replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the fos issue. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " iabp didn't chime or have audible tones when fiber catheter was plugged in". It was also reported "it is believed staff grabbed another pump and had no further issues". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.